Manufacturer narrative:
(B)(6). Results: bd received, observed and confirmed defective stopper. Several photos were returned to bd for evaluation. Photos revealed customer's reported defect of defective stopper molding and resulting leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5089742. Conclusion: bd was able to confirm the customer's indicated failure mode, called a 'no fill' from incomplete stopper fill. Possible root cause is anything affecting the flow characteristics of the rubber.

Event description:
It was reported that the 13mm x 75mm, 2ml draw, bd vacutainer® k2edta tube with a bd hemogard¿ closure didn't draw sufficiently and then leaked from the stopper cap. No serious injury, blood to mucous membrane exposure or medical intervention was reported.